Event description:
The report stated that a water leak occurred at the strain relief of a needle electrode used in radio frequency ablation procedures. No injuries were reported.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.